Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. The battery compartment had a crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. There was no evidence of a damaged case in the area surrounding the display. The pump still passed a leak test. There was no evidence of additional moisture contamination inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was damaged around the display screen and that there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.